Event description:
It was reported that this electrode was removed from service during the procedure to explant the associated subcutaneous implantable cardioverter defibrillator (sicd) due to a battery depletion (bd) alert. High shock impedance was noted and an x-ray identified the electrode position was inadequate as it was bent toward the right side. The physician decided to explant and replace this electrode in addition to the sicd. Visual inspection of the electrode revealed the suture sleeve was no longer on the electrode body. A replacement system was implanted. No additional adverse patient effects were reported. The products are expected to be returned for evaluation. Good faith effort attempts were made to try and retrieve additional event details. No further details were available at this time. This investigation will be updated should further information be provided.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Visual inspection identified typical surgery related damage with no abnormalities. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside the united states.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside the united states. The product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete. Additionally, good faith effort attempts were made to try and retrieve additional event details. No further details were available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this electrode was removed from service during the procedure to explant the associated subcutaneous implantable cardioverter defibrillator (sicd) due to a battery depletion (bd) alert. High shock impedance was noted and an x-ray identified the electrode position was inadequate as it was bent toward the right side. The physician decided to explant and replace this electrode in addition to the sicd. Visual inspection of the electrode revealed the suture sleeve was no longer on the electrode body. A replacement system was implanted. No additional adverse patient effects were reported. The products are expected to be returned for evaluation.